Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there was blockage at the needle tip. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo provided shows a packaging blister top web. A device history record review was completed for provided material number 305107, lot number 9304127. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 bd precisionglide¿ needles were blocked. The following information was provided by the initial reporter: "blockage at needle tip. (30g)"